Event description:
Country of complaint: (B)(6). Complaint states: needle detachment.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 31 unopened pouches and 1 open pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).